Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same patient (reference 0001825034-2017-00340 / 00342).

Event description:
It is reported that a cannulated driver fractured during surgery. No pieces were retained in the wound and the screws were able to be seated without patient injury or delay to the procedure.

Manufacturer narrative:
This follow-up report is being filed to relay that this report is a duplicate of 0001825034-2017-00340.